Event description:
Had cardiomems implanted at (B)(6) hospital in (B)(6) 2024 when I was hospitalized that my husband at the time signed paperwork on that is on the recall z-0989-2025 PMA number p100045 UDI-di code (B)(4) in (B)(6) 2024 I had a bunch of tightness in my chest and was very hard to breathe I had to call an ambulance and be taken to the hospital where I was there for most of the day. My then husband is refusing to hand over the paperwork he filled out for this device that was implanted back in (B)(6) and I still to this day have the device that needs replacement. I believe someone he knows has access to this device and was purposely messing with the system with someone that used to work at the hospital when I had the device implanted in (B)(6) 2024.